Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that when the axium coil (model apb-2-2-hx-es, lot: b197786) was delivered into the aneurysm sac, the coil could not be detached. The coil was removed and replaced. It was observed that the middle segment of the pusher was damaged. There had not been any friction or other difficulty during delivery of the coil but the physician did rotate the pusher. When the axium coil (model: apb-1.5-2-hx-es, lot: 222087536) was being delivered, the tip of the coil was stretched so the device was removed and replaced. It was noted there was no friction or other difficulty during delivery of the coil. The physician did not rotate the pusher during the deliver. Information in the report also indicated that both coils detached prematurely as well; the physician had not attempted to detach the 1.5-2 coil. It was noted that all devices were prepared according to the instructions for use (IFU). Continuous catheter flush was administered during the procedure. There was no harm or injury to the patient who was undergoing a coil embolization procedure to treat a ruptured fusiform posterior communicating artery aneurysm. The aneurysm max diameter 6.1mm and the neck diameter 3.9mm. Blood flow was normal. Vessel tortuosity was minimal.

Manufacturer narrative:
MDR decision corrected to not reportable based on additional information received indicating the device complaint was a non-reportable malfunction. No further reports will be submitted for this device unless additional information received indicates a reportable event. H6. Coding updated based on additional information received. Pertains to prior report submitted with rr #: 2029214-2022-00096 and device used in the same procedure as events reported for separate device in rr #: 2029214-2022-00097. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The apb-1.5-2-hx-es coil was not detached, it was stretched during delivery. Regarding the 1.5-2 coil, no detachment attempts were made; resistance was felt during delivery. MDR decision corrected to not reportable based on additional information received. No further reports will be submitted for this device unless additional information received indicates a reportable event.

Manufacturer narrative:
The axium prime coil was returned for analysis within a shipping box, within a plastic bio-pouch, and within an opened axium prime inner pouch. ¿ visual inspection/damage location details: the axium prime pusher actuator interface (ai) and hypotube break indicator (hbi) were found intact. The axium prime pusher was found bent at ~35.3cm from the proximal end. The release wire coin was found against the lumen stop. The implant coil was found not attached to the pusher. The implant coil was found to have broken off from the pusher from the coil shell weld. In addition, the implant coil polypropylene filament broke off from the detach element. The broken implant coil was returned within its introducer sheath. The implant coil was found stretched within the introducer sheath. The implant coil could not be removed from within the introducer sheath. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿coil stretch¿ report was confirmed. It is likely that the implant coil became stretched subsequently breaking off from the pusher during removal or upon return to medtronic for evaluation. However, the cause for the reported event could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.